Manufacturer narrative:
The device was returned for analysis. The reported ¿suture knot was observed outside the patient's skin¿ could not be replicated in a testing environment as it was based on operational circumstances and not all of the suture was returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with two proglide devices using the pre-close technique via a 9f sheath prior to a percutaneous coronary interventional (pci) procedure. Reportedly, the first proglide device was successfully pre-placed. A second proglide device was attempted to be pre-placed; however, when recovering the threads the suture knot was observed outside the patient's skin. The sheath size remained 9f and the pci procedure was completed. The successfully pre-placed suture of the first proglide device was used to attempt to achieve hemostasis; however, because a 9f sheath was used, manual arterial compression was applied and a suture placed to achieve hemostasis. One single proglide suture was not enough to close the 9f hole. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.